Event description:
On (B)(6) 2010, I underwent a right total hip arthroplasty. I received a depuy pinnacle 100 cup size 54, a pinnacle metal insert 54 mm neutral, summit porous stem high offset size 5, and an articul/eze m-spec femoral head 36, +5. Soon after surgery I began experiencing pain and difficulty with my implant. I was noted in the recovery room to have foot drop on the right side. I was taken back to the operating room to evacuate a hematoma and to medialize my acetabular shell and shorten the femur to lessen the potential stretching of the sciatic nerve. The revision changed the size of the head in the hip implant. Since the implantation of the pinnacle device, I experience severe pain and discomfort and... Reason for use: avascular necrosis and osteoarthritis left hip.